Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted before the procedure was discontinued. The final mr remained unchanged at grade 4+. There were no clinically significant delays reported. On (B)(6) 2025, the patient returned for open heart surgery to treat the high mr through a mitral valve replacement procedure. The procedure was successful and the mr was reduced. On (B)(6) 2026: this file (B)(4) - (B)(6) has been identified as a duplicate, as the part and lot number were identical in addition to the reported event details to (B)(4) - (B)(6). All pertinent and additional information will be added to (B)(4).

Manufacturer narrative:
(B)(6) has been identified as a duplicate, as the part and lot number were identical in addition to the reported event details to (B)(4) - (B)(6). Codes removed: health effect-clinical code: 4451. Health effect- impact code: 4607;4624.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted before the procedure was discontinued. The final mr remained unchanged at grade 4+. There were no clinically significant delays reported. On (B)(6) 2025, the patient returned for open heart surgery to treat the high mr through a mitral valve replacement procedure. The procedure was successful and the mr was reduced.